Event description:
Patient has fentanyl drip infusing for sedation. Pump appeared to be infusing and running properly, however when volume to be infused alarm sounded to alert rn to replace bottle of fentanyl, bottle hanging was noted to still be completely full. Patient was not receiving medication despite pump appearing to be infusing properly.